Event description:
On 6/19/96 pt was to undergo outpatient plasmapheresis for igm associated sensory polyneuropathy. While hooking up the co's plasma exchange tubing, the medical professional inadvertently placed the return saline needle in the IV port of another co's 500cc anticoagulant citrate dextrose solution rather than the port of the nacl solution. While set-up was being completed the citrate solution infused completely into the pt. The pt experienced a respiratory arrest requiring intubation and transfer to ICU for hypoxic encephalopathy. As of this date the pt is extubated, remains in ICU and is responsive to verbal communications with family and staff.